Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, there was a patient disconnect. The patient was placed on an alternate ventilator. There was no harm to the patient as a result of the event. A service engineer inspected the device and was unable to duplicate the reported issue. The unit passed all testing and operated within the manufacturing specifications.